Event description:
The customer reported error code e117 (life of optical module) was displayed on the subject device and there was no image. The subject device was sent to olympus for evaluation. During inspection and testing, error code e315 (scope error) occurred. This report is being submitted for the malfunction found during evaluation (error code e315). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. During inspection and testing, error code e315 (scope error) occurred. A review of the device history record found no deviations that could have caused or contributed to error code e315. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the following are probable causes of the error code: water ingress inside the product, failure of image sensor unit, failure of the board inside the video connector, or system malfunction. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warnings, which may help to reduce/prevent the issue: "·inspection of the endoscopic image when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Connection of the endoscope and ancillary equipment_ connection to the light source - caution: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and/or light source may malfunction. ·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force." Olympus will continue to monitor field performance for this device. The report of error code e117 was not reproduced during testing. The report of the image not being displayed was confirmed during testing due to damage on the plug unit. In addition, angulation in the up direction did not meet the standard due to the angle wires being stretched, there was a scratch on the adhesive on the bending section cover due to wear, switches one and two were damaged due to physical stress, there was a leak due to a dent on switch two, and the switch cable had corrosion due to water leakage. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.